Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the medicine was not put in the right place, which caused it to fail. A field service engineer confirmed the user had adjusted medication to resolve the issue. The system functioned as intended after the field service engineer verified the device.

Event description:
It was reported when using the pyxis anesthesia es system required maintenance. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.